Event description:
It was reported that during surgery, the black end of the obturator broke off, external to patient, when pushing on the ball tip guide rod; it was a very hard bone. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the obturator confirms the black knob broke off the device. Both pieces were returned for evaluation. The device shows significant signs of wear/usage. This device was manufactured in 2017. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.